Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/01/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and found that one shoulder screw was missing. A review of the platform's archive data was performed and found no anomalies or errors on the reported event date of (B)(6) 2015. However, multiple user advisory (ua) 2 (compression tracking error) and ua 16 (timeout moving to take-up position) messages were found on (B)(6) 2015, which was the last date of usage recorded in the archive. The customer's reported complaint of a ua 16 was confirmed during functional testing. The returned platform displayed a ua 16 during the initial take up. Further inspection found that the drivetrain motor brake had rusted and seized. The drivetrain motor was cleaned and a brake gap inspection was performed. The brake gap inspection verified that the brake gap was within the specification of 0.008" ±0. 001". Functional testing was continued with a 95% patient test fixture for several hours with no further user advisories, system errors or warnings exhibited. Load cell characterization testing was also performed, which found that load cell 1 was over-reporting. Based on the investigation, the parts identified for replacement were load cell module one and one shoulder screw. The platform then underwent and passed all final functional testing. In summary, the customer's reported complaint of the platform exhibiting a ua 16 was confirmed during functional testing as well as during review of the platform's archive data. The root cause of the ua 16 was determined to be the drivetrain motor brake gap, which had rusted and seized. The drivetrain motor was cleaned and a brake gap inspection was performed to verify that the brake gap was within the specification of 0.008" ±0. 001". The platform's archive data also showed a ua 2 on the reported event date. Per the autopulse® maintenance guide (p/n 11653-001), ua2 is exhibited when the platform detects a change in lifeband tension. This advisory happens when either the patient or the lifeband is out of position, or if the lifeband is opened during active operation. The root cause of the ua 2 was determined to be a defective load cell module 1, which was identified through load cell characterization testing. The customer also reported that the load plate screws were missing. However, visual inspection found that one shoulder screw was missing. After servicing, the platform passed all final testing criteria.

Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 16 (timeout moving to take-up position) message. Customer also reported that the load plate screws were missing. No adverse patient sequelae was reported. No further information was provided.